Event description:
A 1.5 mm x 12 mm sprinter rx dilatation balloon catheter was inserted for treatment of an unknown lesion. Two lesion morphology was unknown. It was reported that the balloon did not inflate; when withdrawn and when it was flushed, a leak was noted. No further information has been received. Please note that this device is distributed outside the united states; however, it is similar the united states distributed product.

Manufacturer narrative:
Evaluation: results and conclusion: other (lack of information).